Event description:
It was reported that a percuflex plus ureteral stent was used in a holmium laser lithotripsy procedure in the kidney. During insertion and inside the patient, it was noticed that the tip of the stent was deformed. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent material deformation.